Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual examination revealed internal insulation abrasion breaching the right ventricular cable lumen in multiple locations between right ventricular shock coil and suture tie impression with undamaged cable coating and inner lumen. Also found an external insulation abrasion breaching the ring electrode cable lumen proximal to suture tie impression with undamaged cable coating. The cause of insulation abrasion was due to external insulation abrasion consistent with friction to the device can and internal insulation abrasion. Abbott is continuing to monitor this issue.

Event description:
Prior to a routine device exchange, an x-ray was performed. The imaging confirmed externalized conductors of the right ventricular (rv) lead. No electrical anomalies were noted on the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences. Additionally, based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized.